Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced an oss mod a-1 summit power pcb. The instrument was inspected, tested without further problem and returned to svc.